Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2008) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d4, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿a right paramedian incision was made. The hernia sac was identified and reduced. A bard flat mesh (device 1) was placed in the preperitoneal space and secured with sutures.¿ (B)(6) 2014 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 2). Per op notes, ¿an incision was made in the midline fascia. The hernia sac was identified and reduced in the superior site. Inferiorly the defect was delineated after reducing the omentum by excising the edges of the hernia sac. The defect was noted to be below the superior one. Between the two defects, a piece of mesh (device 1) was identified with some adhesions. A piece of sepramesh ip (device 2) was placed and secured with sutures and a tacking device. The inferior defect was repaired by placing a synthetic mesh to cover both the other mesh and the inferior aspect and secured with sutures and tacking device.¿